Event description:
On (B)(6) 2012, the patient came to the hospital because of bradycardia due to pacing failure. On (B)(6) 2012, device interrogation showed ventricular impedance over 3000 ohms. Pacing failure was observed but pacing resumed during follow-up, and pacing failure could not be reproduced. The device was programmed to a higher output. Preliminary review of device memory data revealed high ventricular led impedance and non physiological signals in recorded episodes starting (B)(6) 2011. Because a lead or connection problem is suspected at ventricular side, a system revision was recommended.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.